Event description:
It was reported that a CT lucia 602 lens was partially implanted when the haptic twisted. The doctor was able to remove the lens without patient injury. No adverse events or clinically significant delay in procedure reported.

Manufacturer narrative:
The device has not been sent back, thus, a proper device analysis could not be completed. Based on the information provided, the risk assessment for the CT lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: · loading strategy, · lens placement technique, · accessory device support, · poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for 3-piece lenses risk assessment identifies failed injection or damaged haptics to potentially be caused by the lens improperly loaded such that the optic is bent, or haptics are under compression. This is seen as a reasonably foreseeable misuse that may result in extended surgery because of damage to lens/injector and replacement is required. This is seen as a minor severity damage that may result in temporary injury or disability which requires no additional surgical intervention the likelihood of occurrence is estimated to be occasional the resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.